Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 65-years-old patient with a valve model 3300tfx23mm implanted in the aortic position was placed under consideration for a valve-in-valve (viv) procedure after an implant duration of approximately two (2) years and three (3) months due to valve degeneration. A 23mm trasncatheter valve was planned to be used as the replacement of the existing edwards surgical device. Despite repeated attempts to receive further information regarding this event, no additional information was received from the customer.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated g3, h6 tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. As reported, the patient was around 63-years-old at the time of implantation. It is known that patients younger than 65 at implant have a significantly higher risk to undergo reoperation due to svd. Based on available information, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the reported event.